Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 500 mg/dl due to the infusion set not being locked in properly to his stomach. The customer noticed that his underwear was wet with what might have been insulin. The customer ate lunch and bolused but his blood glucose went up to 559 mg/dl. The customer resolved the issue and treated by changing out the site. This morning his blood glucose was 88 mg/dl. No further assistance was needed, and no products were shipped or returned.